Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The customer did not know the blood glucose reading. He stated that he went to bolus, and the insulin pump only delivered about half of the insulin before alarming no delivery. He noted that he changed the infusion set a few times, but this did not resolve the issue. He stated that he had to resume the insulin pump and try about 3 times before he was able to deliver the full amount of insulin. He reported that the insulin pump successfully pushing insulin out when he was disconnected, but it would alarm when he was connected to the device. He also stated that he switched the insertion site a few times to no avail. He noted that he then reverted back to an old insulin pump and was able to deliver insulin without any issues, even while using the same infusion set as before. He requested replacement of the insulin pump due to discomfort using it. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.